Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Cardiogenic shock, distal embolism, and hypotension are listed in the device labeling as possible adverse events/complications. The case was reviewed by inari stryker medical affairs, who concluded that the device may have caused or contributed to the patient's deterioration manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a patient underwent pulmonary embolism (pe) thrombectomy using inari devices. During the procedure, the patient suffered cardiac arrest which was resolved with cardiopulmonary resuscitation (CPR). The procedure was ended. While the physician was discussing the procedure with an inari medical representative, they stated they believed the patient deteriorated possibly due to dislodgement of clot or hypovolemia.